Event description:
The patient's physician later reported that the infection was first seen on (B)(6) 2024. Both the generator and lead were explanted due to this infection on (B)(6) 2024 and (B)(6) 2024, respectively. The patient has a vitamin k deficiency bleeding disorder (not related to vns therapy). Despite prevention treatment, they developed a hematoma around the site that became infected. The patient later had new device implanted.

Event description:
It was reported that the patients device was explanted due to infection. The infection has now healed, and the patient is scheduled for re-implant. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H6. Corrected adverse event problem codes - investigation conclusions, supplemental #1 report: inadvertently listed wrong code instead of d1001.